Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: pcu8015 software down grade. (B)(4). Sn (B)(4) npi (B)(6) had an error code 100.1250 on pcu8015 after she down grade software from 9.33 to 9.12. I step her through system configuration, try to reset the error code. But the pcu would not get in to system configuration mode, no matter how many times she press and hold the option key. I told teal when the pcu 8015 software is down grade from higher version to lower version, it does not always work as we expected. In this case the logic needs to be replace. She will replace logic board.